Manufacturer narrative:
The reported events of ¿shock impedance was out of range¿ and suspected lead damage were not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage. All tines were intact and undamaged.

Event description:
During an in-clinic follow-up, decreased defibrillation impedance was observed on the right ventricular (rv) lead. The suspected cause of the event was due to lead damage, although not confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable.